Manufacturer narrative:
Additional information was requested but not yet provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that the patient had a bacteremia infection and respiratory failure which contributed to the family's decision to withdraw support. The infection was treated with intravenous antibiotics but remained unresolved. The patient passed away on (B)(6) 2022.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported respiratory failure and patient outcome could not be conclusively determined through this evaluation. Furthermore, a specific cause for the patient's bacteremia could not be determined. The account reported that the patient had bacteremia and respiratory failure, which contributed to the family's decision to withdraw support. The patient ultimately expired on (B)(6) 2022. The source of the bacteremia was undetermined, and it remained unresolved after treatment with intravenous antibiotics. The device reportedly operated as expected, and the death was not considered to be device-related. The device was not returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) is currently available. Respiratory failure, infection, and death are listed as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. Care instructions in regard to preventing infection are provided in various sections of this IFU, including a section entitled "controlling infection." The heartmate 3 lvas patient handbook is also currently available. This handbook also contains information about preventing infection. No further information was provided. The manufacturer is closing the file on this event.